Event description:
It was reported that during a laparoscopic cholecystectomy the clip did not form properly and stayed open. The device was fired 2 or 3 more times and then it was exchanged for a second like device to complete the case. There was no pt consequence reported.